Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical revision on (B)(6) 2019 addressed issue. No reported complications during procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Patient did not specify how long patient has been experiencing the discomfort. Patient had a fall which worsen the discomfort. Surgical intervention may occur later to address the issue.